Event description:
Reportedly, after firing, opened the jaws but the staples were not fired. The surgeon then fired with the circular stapler; but confirmed bleeding as the patient was coming out of anesthesia. The patient was put back under and the surgeon performed another anastomosis.procedure; low anterior resection.